Event description:
In 1999, I had lasik surgery done on both eyes and overall impressed with the results including the counseling prior to and after the procedure -e.g. May need reading glasses in my late 40's or 50's-. My vision was corrected to at least 20/20, but astigmatism remained. Due to the accuracy of the laser, the dr would not do an enhancement, but would replace lens at cost in my existing frames. As the 'starbursting' was more an annoyance I never proceeded getting glasses. When I went in for my one year check up I was notified that the laser had been upgraded. In 2001, the enhancement cleared up the astigmatism. In 2006, I noticed the astigmatism returning and probably worse than after the original surgery -otherwise my vision is still approx 20/20-. Having relocated several times to other states I have not had an opportunity to see the dr, who did the surgery to follow up. The degree of astigmatism varies which is likely due to how rested I am. The condition has been bad enough -especially from oncoming headlights- that I am seriously considering glasses for night time driving. [Wish I knew about this process early.] In the mid-1990's I had several sinus surgeries. The ent prescribed augmentin and referred me to an allergist . When I completed the first round the allergist increased the dosage as he believed the original script was too low. Soon after starting the new regimin I developed symptoms of classic adverse reaction. These consisted of itchiness like the sensation of 'ants' crawling on my skin and a tightening in my throat leading to some concern on breathing. When I was 6 or 7 I reacted to penicillin by getting hives on my back unlike this occurrence. As I could not get an appt with the allergist I went to a clinic, where the attending physician told me to stop the medication and throw it out. When I did see the allergist he had me do a 'challenge' for both penicillin and augmentin -for clavic acid- in which both were negative. Afterwards, I took augmentin for nearly a year to try to clear up infection in my sinus cavities. Diagnosis or reason for use: near sightedness and stigmatism.